Event description:
(B)(4). Initial info for this spontaneous report was received via an email from a physician on (B)(6) 2008: this is a pt 1 of 7 discussed in the email. A female pt in her (B)(6) received one vial of poly-l-lactic acid [sculptra] in (B)(6) 2007 and one vial in (B)(6) 2007 injected by reporter in a very broad distribution, including temples, midface, parasymphysis and infrazygoma areas, for an unspecified indication. Pt was reported to have a history of prior reaction to collagen (nos). Pt had a minimal response [with poly-lactic acid] until continued tear through complaints prompted treatment with hyaluronic acid [juvederm] to this area on (B)(6) 2007. The lips and commissures were also injected. Nearly immediately, pt noted a large area of nodules forming in all areas previously injected with poly-l-lactic acid. She also had generalized swelling of these areas and cellulitic changes without erythema of the skin. The reporting physician injected diluted triamcinolone [kenalog] 2mg/cc in all of these areas and started low dose prednisone [20 mg daily for three days, then 10 mg for 14 days, then 10 mg every other day for 12 days]. The pt was to return for follow up in ten days and the physician planned to add naproxen [aleve] and doxycycline. He stated that he believed "this must be due to an immunological response unique to the individual." Lot #s/exp dates not provided. No further medical info provided concerning this pt.

Manufacturer narrative:
Additional info was provided when the physician called uspv on (B)(6) 2008: on (B)(6) 2007, in his office, the physician saw his female pt, described above, who was in her (B)(6). He expressed that not only does she have papules all over her face, but she also experienced a hypersensitivity reaction. During communication with medical info also on (B)(6) 2008, the physician indicated that "it happens acutely, then I treat with cortisones"; "these pts being to swell up where it has been injected," and indicated that these were hypersensitivity reactions. No additional info provided. Additional info for poly-l-lactic acid injectable (sculptra) from product technical complaint report case ID (B)(4), received by uspv on (B)(4) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in u.s.a. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info received from the physician via questionnaire on (B)(4) 2008: pt's age provided as (B)(6). Height and weight provided. Dates of treatment reported as (B)(6) 2006. The physician reported that 14 months post the last injection, the pt developed generalized facial swelling and nodule formation everywhere poly-l-lactic acid was used. The onset date provided in this report was (B)(6) 2008. The physician further reported that there was a rapid decrease in swelling with the use of prednisone, which was changed to doxycycline and ibuprofen (advil). Indication for poly-l-lactic acid was provided as "off label cosmetic use." Reconstitution info was provided as 5 ml of sterile water plus 1 ml of lidocaine. The injection sites were provided as temples, midface, pre-jowl, and infra-zygomatic arch. Two vials of poly-l-lactic acid were used in 2 sessions. Lot number a6011 and exp date february 2008 was provided. Location of events was provided as "generalized." Outcome of the event was reported as ongoing. Medical history was provided as sinus and allergy. The report indicated that the pt has no known drug allergies. No lab tests were done for the events. No biopsy was performed. Causality assessment of relationship between events and suspect product: possible. No further medical info reported. Additional info for poly-l-lactic acid received from the physician on (B)(6) 2008, and confirmation by physician's office on (B)(6) 2008 that the info pertains to this pt: medwatch form and health care professional data collection form received from the reporting physician. Follow-up info upgrades case to serious as the physician indicated on the medwatch form that the pt "required intervention to prevent permanent impairment/damage." He also wrote on the medwatch form that the pt developed lumps on her face. The description of event was provided as "delayed hypersensitivity reaction-generalized." Onset of event was confirmed as (B)(6) 2008. (B)(6). The physician indicated that the pt received two vials over two visits ((B)(6) 2006) (also provided as 1 and one half vials, then 1 vial) by subcutaneous injection; lot #a6011, expiration date 02/20/2008. Reconstitution info was provided as 4 cc of water plus 2 cc lidocaine. The indication for use was provided as "facial thinning." Report indicated that product was discontinued because of events and was not restarted. Report indicated that event did not abate after product stopped: outcome of event is ongoing. Causality assessment: possible. No other medical info provided. Additional info for sculptra (lot #a6011, expiration date 02/29/2008) from product technical complaint report case ID (B)(4), received by uspv on (B)(4) 2008: batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Initial info by physician on (B)(6) 2008: female received poly-l-lactic acid [sculptra] on (B)(6) 2007 to temples, midface, parasymphysis and infrazygoma areas. Prior reaction to collagen noted. Minimal response to sculptra until continued tear through complaints prompted treatment with hyaluronic acid on (B)(6) 2007. Nearly immediately, pt noted a large area of nodules forming in all areas previously injected with sculptra with generalized swelling and cellulitic change without erythema. Treated with triamcinolone and low dose prednisone. Follow-up (B)(6) 2008: physician stated pt has papules all over her face and experienced a hypersensitivity reaction. Follow-up (B)(6) 2008: the physician reports 14 months post last injection, the pt developed generalized facial swelling and nodule formation everywhere sculptra was used. The onset date was (B)(6) 2008. Reconstitution info was provided as 5 ml of sterile water plus 1 ml of lidocaine. Two vials of sculptra were used in 2 sessions. Lot # a6011 and expiration date 02/2008 was provided. Outcome was reported as ongoing. No lab tests were done, no biopsy was performed. Causality: possible. Follow-up (B)(6) 2008: follow-up info upgrades case to serious as the physician indicated that the pt "required intervention to prevent permanent impairment/damage." The event was provided as "delayed hypersensitivity reaction-generalized." The indication for use was "facial thinning." Product was discontinued because of events and was not restarted. Follow-up for sculptra (lot #a6011, expiration date 02/29/2008), (B)(4) 2008: batch record review was without hint to root cause. The review of the device history report and the analytical results of involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.